Manufacturer narrative:
The reported events were lead micro dislodgement, failure to capture, r-wave amplitude variation and high pacing impedance. As received, a complete lead was returned in one piece. The reported events failure to capture, r-wave amplitude variation and high pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was slightly over torqued consistent with procedural damage. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract despite the slightly over torqued inner coil in the connector region. The measured full helix extension length was within specification.

Event description:
During an in clinic follow up, a loss of capture, high pacing impedance, and r wave variation were observed on the right ventricular (rv) lead. A microdislodgement was suspected. Diagnostic imaging was performed and no anomalies were noted. The rv lead was explanted and replaced to resolve the event. The patient was stable.